Manufacturer narrative:
It is unclear whether the jada malfunctioned or contributed to the progression to hysterectomy based on the information that is available at this time, but out of an abundance of caution and because we cannot rule it out at this time, we are reporting this event due to the 30-day reporting deadline. If we become aware of additional information, we will supplement this report. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
The site reported that the patient had a very complex medical history including an internal defibrillator for cardiac disease, respiratory disease and was morbidly obese (class 3). She underwent an emergency c-section for fetal distress. During the c-section the md had to perform a t incision on her uterus in order to deliver the baby which was macrosomic. Jada was placed in the or at approximately 2500 ml of estimated blood loss. The cervical seal was inflated with 60cc of air. She remained in the or for approximately 1 hour on jada treatment and 200 ml of blood was noted in the cannister. The patient's fundus was firm. Patient was intubated and transferred to the ICU after 2 hours and jada was reattached to suction. Three hours post-delivery the patient motioned the nurse with her hand and pointed to between her legs. The nurse examined the patient and blood was noted to be oozing around the cervical seal. Fundus remained firm. A few minutes later the md removed jada and approximately 800 ml of blood was expressed from her uterus. The patient was taken back to the or where a hysterectomy was performed. The patient was transfused, eventually recovered and was discharged home without deficits.